Manufacturer narrative:
Follow up for additional information was conducted and determined that there was no harm to the patient. The baby had just been resuscitated, but no specific issue occurred as a result of the delay in spo2 measurement as another monitor was used to obtain the saturation to assess patient recovery. The patient was then moved to the nicu for monitoring with no complications. Based on this information, there was no harm related to the delay in obtaining spo2 measurements in this case. This issue was noted after the resuscitation, which was for unknown reasons. The application engineer was able to confirm that the spo2 sensor was placed correctly. A video was provided which confirmed that the wave/value displayed was intermittent. At times there was no spo2 wave or value displayed. A second sensor was used to obtain measurements. Based on the information available and the testing conducted, the cause of the reported problem was a defective spo2 sensor. The reported problem was confirmed the customer was provided a replacement sensor to resolve the issue.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that the measurement of spo2 in babies was delayed or not matching the clinical condition. When using the mx450 and fmx monitors combined with the masimo pulse oximeter, the readings were inaccurate. The measurement of spo2 on the mx450 showed 80% while the mp30 showed 91%. The staff would then switch to another monitor adding a second sensor which would provide a reading that aligned with the condition of the patient. After a delay, the first device would match the reading of the second device. No other clinical information or medical intervention was reported.

Manufacturer narrative:
Evaluation results code has been corrected to reflect incompatible component/accessory. Product information for the spo2 sensor was requested, but the part ID and lot # was not provided. This case is in reference to MFR report number 9610816-2025-000040.